Event description:
It was reported that during a laparoscopic adrenalectomy procedure using the device with a gen11 generator the alert screen gave messages "tighten assembly" and "generator error" the device was also encountering intermittent activation. They switched the handpiece and the rep notice that the covidien force fx monopolar that was stacked with the generator had a rem alarm illuminated that indicated the grounding pad needed to be replaced. The generator was then moved three feet away on another cart. They then used a different handpiece with the device and it began to work correctly. Due to the surgeon having error issues she had to stop the procedure and remove the device, once reinserted the surgeon could not access the area easily and a blood vessel was bumped. The vessel was bleeding and they could not control the hemostasis issue; she had to convert to an open procedure. She attempted prior to the open procedure with a ligamax to assist with the bleeding issue and had no success. She then used harmonic and clips and was able to stop the bleeding and complete the procedure. The patient was not given a transfusion; they used surgicel nu-knit,surgicel snow and evicel fibrin sealant on the vessel before closing the patient. After the procedure the patient's o2 saturation levels dropped and they had to re intubate the patient due to breathing issues. At this time the patient is stable and in the hospital. How was the hand piece cleaned prior to this procedure? Hand wash. How was the hand piece sterilized prior to this procedure? Recently using sterrad, but have used steam in the past.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information: the intermittent activation issue occurred prior to the rep arriving in the room. Lap. Adrenalectomy. The last issue that occurred prior to withdrawing the instrument from the trocar, was a generator error and at the same time the force fx alarmed that the grounding pad needed to be replaced. The rep had the generator and force fx separated. When the generator error was displayed, the rep suggested to the surgeon in order to eliminate the problem, was the replace the handpiece. The surgeon said that she would lose her access by doing this. The handpiece was replace and the same ace was re-assembled to the handpiece. The surgical site had multiple ports. The resident was working to regain access to the site (adrenal). The spleen and liver were flopping into the area and the bowel was distended due to gas. As the resident was not successful in regaining access, the surgeon then tried herself to regain access. This is when the surgeon nick the adrenal artery or vein with the ace (which was not activated and there was no residual heat from prior activations). Blood was already in field, unsure what nicked vessel - grasper or harmonic. Harmonic was not activated. The area was oozing and the surgeon used the ligamax to apply clips but was unable to control the bleeding and she then converted to open and used the harmonic ace to control the bleeding.

Manufacturer narrative:
(B)(4): added additional information the device was returned in good physical condition. The device was tested with both generators (gen11 and gen04) and was functional. No error codes were received while tested in the generators. There were no anomalies noted with the functionality of the device. It could not be determined why the device reportedly was activating intermittently, or why the tighten assembly error appear on the generator. The generator error alert screen is a message related to the generator and not to the disposable device.